Event description:
It was reported that during the procedure, the lasso mapping catheter became entrapped in the mitral valve. The patient underwent open heart surgery to remove the catheter. The patient is reportedly doing well.